Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. During troubleshooting on-site, fuses were replaced but were blown again. The service engineer replaced the motor start capacitor which solved the problem. The compressor was returned to the customer after passed functional tests. No part was returned. The conclusion in this matter is that the compressor motor start capacitor was broken. As no part was returned for investigation, the root cause could not be determined.

Event description:
(B)(4).